Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the haptic broke. The procedure was completed the following day as the lens could not be placed with the broken haptic. Additional information was requested.

Manufacturer narrative:
As reported a non-qualified viscoelastic was used with the associated iol/cartridge combination. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of non-qualified viscoelastic. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).